Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 23-dec-2025. We did not see evidence that a piece was retained in the patient after cta. There were no radiopaque pieces noted. Thus, there was no interventions.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported accucath was inserted and guidewire was advanced. Catheter was then advanced and needle retracted. The guidewire would not retract and there was resistance. Catheter was manipulated slightly and a popping sound was heard and the entire device was removed. Patient had to receive an ultrasound, an xray of the arm and a cta to rule out foreign body retainment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult guidewire retraction was confirmed but the cause is unknown. A single photograph of two accucath ace deployment devices was returned for evaluation. It was reported that one of the devices was an unused comparison sample while the other was the implicated product. The catheter had been deployed off of both devices and the needle had been retracted. The guidewire was seen protruding from the handle on both samples. The non-complainant sample appeared unremarkable to gross visual observation. The guidewire on the used sample appeared to contain a bent shape memory. In addition, the coiled tip was detached from the guidewire. The distal end of the guidewire appeared to taper down in diameter, indicative of a guidewire fracture. The detached fragment of coiled guidewire was not visible in the returned photograph. The photograph supported the reported event of difficult guidewire removal. The difficult removal was likely a contributing factor of the break in the wire. However, the exact cause of the initial difficulty could not be determined from the returned photograph; there were no distinguishing features which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.